Event description:
Boston scientific (bsc) crm received info that this atrial lead was exhibiting loss of capture. Therefore, a revision procedure was performed and the lead was repositioned. There were adverse pt effects.